Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer inquired via phone, if the basal rates continue to run after a bolus has been administered. Customer was advised they do. Customer mentioned she was wondering due to her experiencing unexplained low blood glucose on the (B)(6). She went to sleep without treating for what she had for dinner and when she woke up with high blood glucose levels. She treated her sugar levels and they lowered to 59 mg/dl. Retreated to bring her sugars up and an hour later they lowered to 50 mg/dl, but after she stabilized in the 90 mg/dl range. Customer declined any troubleshooting, she said she was going to reach out to her doctor and if she had any other questions she will call back. The insulin pump is not being returned for further analysis.